Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the interconnect cable was broken. Further information received from the field service engineer determine that the system failed to boot. No patient serious injury or death was reported related to this event.